Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a left inguinal hernia repair with mesh. Revision surgery -there is no date on the source documentation of a time line. The patient experienced pain, bowel issues, painful erections, ER visits.